Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed no delivery after changing the infusion set due to high blood glucose levels. Customer's blood glucose level was over 500 mg/dl. The alarm was resolved by changing the infusion set and reservoir. The customer was nauseous and was vomiting. She treated her blood glucose level with injections. The device was not returned.